Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the diagonal artery. The lesion was predilated using a 3.0x8mm apex balloon catheter. Then a 2.50x12mm promus premier¿ stent was advanced however the device was unable to cross the lesion despite multiple attempts. The device was removed. The stent did not move on the balloon however it was noted that a stent strut was bent up and was damaged. A 2.5x12mm promus stent was advanced and crossed the lesion with a non bsc guide catheter extension and the procedure was completed. No patient complications were reported and the patient's status was fine.